Manufacturer narrative:
The reported malfunction was observed during initial testing. However, we were unable to identify root cause due to the intermittency of the issue. The device was put through extensive testing and debug efforts and identified the dock connector pcb as the likely contributor. The dock connector board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another battery and ac power cord without any success. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.